Event description:
A malfunction on the pump was reported by a customer, with no notable events occurring prior to the malfunction. The reported issue did not cause the customer¿s blood glucose levels to exceed 500 mg/dl. Technical support provided the customer with pump reset information and assisted in resetting the pump. The customer was advised to continue using the pump and to contact support again if the malfunction code recurred, which it did not after the reset.